Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by correction bolus. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.